Manufacturer narrative:
As reported in a research article, remote tamponade after percutaneous left atrial appendage closure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: remote tamponade after percutaneous left atrial appendage closure.

Event description:
The article, "remote tamponade after percutaneous left atrial appendage closure", was reviewed. The article presented a case study of a 73-year-old male patient with hereditary hemorrhagic telangiectasia (hht) and paroxysmal atrial fibrillation. It was reported that on an unknown date, an 18mm amplatzer amulet left atrial appendage occluder was implanted for left atrial appendage (laa) closure. It was then reported 7-months post-procedure, the patient presented to emergency department with sudden onset pleuritic chest pain, tachycardia, and hypotension. Urgent echocardiography demonstrated large pericardial effusion with cardiac tamponade. A decision was made to perform pericardiocentesis and 150ml of fluid was drained. Computed tomography (CT) of the chest showed no evidence of aortic pathologic changes; the device was in close proximity to the pulmonary artery (pa). Transesophageal echocardiogram (tee) showed a well-seated amulet device with no excessive motion, disc retraction, or obvious flow across the device. Over the subsequent 4 hours, there was no recurrent bleeding in the pericardial drain. A decision was made to perform exploratory cardiac surgery. Intraoperatively, thrombus was noted in close proximity to the laa and "an area of erythema on the pa directly adjacent to the laa." Findings also showed device-related micro-perforation of the laa and erosion of the adjacent pulmonary artery. A decision was made to surgically remove the 18mm amplatzer amulet and surgically repair the laa stump and pa. The patient was reported recovered and discharged. [The primary and corresponding author was akshay bagai, terrence donnelly heart center, st michael¿s hospital, university of toronto, ontario, canada. E-mail: akshay.bagai@unityhealth.to].